Event description:
Breast implants (B)(6) 2010, from then onwards my health declined, blurred vision, joint pain, hip pain so debilitating I couldn't walk some days; thinning of hair, sinus pain, gum pain, teeth pain, ear and throat pain, fatigue, brain fog, menstrual problems, gall bladder problems, pain in left rib cage, stomach pain, weight gain, autoimmune disease, headache, ear pain. I have my implants on the recall from allergan; I have had a scan and mammogram, my implants have moved. I have a capsular on my left there are rubbles and small pea sized lumps. FDA safety report ID# (B)(4).